Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen became cracked after the patient reportedly rolled onto the device while sleeping, and a replacement device was shipped while the patient continued using the current unit; blood glucose was reportedly not impacted. Symptoms included no reported adverse clinical effects. Outcomes included no change in glycemic control and no need for medical intervention. Investigation included internal case review and verification of device identifiers. Investigation of this case revealed physical damage to the display consistent with external mechanical stress, with no evidence of functional malfunction of therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related external force leading to device damage.